Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that following discharge home from index hospitalization, the patient returned to clinic on (B)(6) 2021 for a wound check and was noted to have drainage. A swab of the surgical site was taken and it grew staphylococcus epidermis. The wound has areas of dehiscence which were packed. The patient was afebrile and stable and was sent home with a bactrim prescription for 7 days. The patient was admitted on (B)(6) 2021 with nausea. Vomiting, diarrhea, and poor by mouth intake. The patient was admitted for hydration. The patient was afebrile but had complaints of weakness and shakiness. The patient was started on vancomycin and zosyn intravenously. The patient was noted to have dark tarry stool on the morning of (B)(6) 2021. Study medication and warfarin were held upon admission. Nephrology was consulted for acute kidney injury baseline creatine 1.5, but 3.0 on admission. Nephrology noted that the most likely cause of the acute kidney injury (aki) was hypovolemic prerenal aki, and that she was non-oliguric so dialysis was not indicated at that time. Hemoglobin decreased from 10.9 g/dl on (B)(6) 2021 to 8.9 g/dl on admission and 7.4 g/dl on (B)(6) 2021. Patient had a positive stool guaiac test. The patient was transfused one unit of red blood cells that day. The patient was started on dopamine infusion and was given IV fluids. The patients urine output remained good. The bun and creatinine normalized. CT surgery was consulted and took the patient to the operating room on (B)(6) 2021 for surgical debridement. Dopamine was stopped on (B)(6) 2021 and nephrology signed off. The bleeding resolved.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04aug2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Section 1 of this document lists bleeding, infection (localized, driveline, pump pocket or pseudo pocket), renal dysfunction, and wound dehiscence as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. C contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.